Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was up the morning of (B)(6) 2018 and was not able to urinate and that it burns and was in a lot of pains. Patient also stated that they have a feeding tube and filled her system up with liquid but she is not able to urinate and when she tried to use they patient programmer they were unable to change setting. Patient was asked to sync with patient programmer and setting and therapy was on, p2 @ 1.4v but when patient was going to increase stimulation, they saw poor communication message. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that the circumstances that led to the inability to urinate, the poor communication and the inability to change settings was were that the battery (of programmer) died. The patient indicated that the steps taken to resolve the issues were new batteries and they changed settings. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that the circumstances that led to the inability to urinate, the poor communication and the inability to change settings was were that the battery (of programmer) died. The patient indicated that the steps taken to resolve the issues were new batteries and they changed settings. There were no further complications reported/anticipated.